Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states that the patient had cognitive disabilities catheter is in place in the morning. System is on bedside table, so the tubing does hang down a bit then up to the machine. Patient usually wears depends has incont. During day and night. Suctioning worked when just using the catheter but not when it is placed on patient. B/c patient was worried about movement used fabric tape and taped the tube to her stomach so it wouldn't be pushed down or pulled away. Patient is waking up surrounded by urine. He went over how he was putting it on. Representative advised them to start from the bottom and do not remove tape before they are placing it and once it is in place to run his fingers around it to make sure its secure. It is unclear if troubleshooting was performed. It is unknown if lot and serial number was requested. No medical impact or medical intervention reported. (Male wick).

Event description:
It was reported that the patient has cognitive disabilities. Catheter is in place in the morning. System is on bedside table, so the tubing does hang down a bit then up to the machine. She usually wears depends; has incont during day and night. Suctioning worked when just using the catheter but not when it's placed on her. B/c pt was worried about movement used fabric tape and taped the tube to her stomach so it wouldn't be pushed down or pulled away. Pt is waking up surrounded by urine. He went over how he's putting it on. Rep advised him to start from the bottom and do not remove tape before he is placing it and once it's in place to run his fingers around it to make sure its secure. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. (Male wick).

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.